Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and power error. The customer¿s blood glucose level was 218 mg/dl at the time of the incident. The customer's current blood glucose is 161 mg/dl. The customer was assisted with troubleshooting for failed battery and they do not receive frequent battery failed alarms. Alarm is not cleared before inserting battery. Customer is able to complete pump rewind. The insulin pump will not be returned for analysis.